Event description:
Caller reported that they tested the pt in the evening with a freestyle reading of 127 mg/dl. Fifteen minutes later the pt was not feeling well and a second test had a result of 166 ml/dl. A comparison test using complete was run. The pt's results were in the 50's. The pt continued to feel unwell. Pt was provided juice and carbohydrates but pt continued to drop into the 40's and appeared half-conscious. The physician was called, but the pt was not treated. The pt recovered and further treatment was not described by the parent.